Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead became extrinsically fractured due to pulling/stretching/overstress. The distal low voltage electrode of the lead was covered in blood. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead was initially positioned and exhibited high impedances. The lead was repositioned, and the helix exhibited extension issues and high/undefined impedances. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.